Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not have therapeutic effect and a connection issue with catheter was subsequently discovered. The patient was having no effects of the drug (no therapy) and the healthcare provider (hcp) did a catheter access port (cap) dye study, which showed dye in the pump pocket. The pump was programmed at that time to min rate mode and the patient was referred to a surgeon for a catheter revision. During revision, the pocket was opened and the hcp disconnected the catheter from the pump, and aspirated fluid from the catheter. When the aspiration was done, it was noted the hcp initially saw some air and then 3mls of clear fluid. The catheter was reconnected to the pump, aspirated from the cap, then dye was injected which showed good patency and delivery, with no leak. It was later reported that as a result of the event, the patient did have withdrawal symptoms, and was treated by the pain hcp. As of (B)(6) 2012 the patient was doing well and had good pain control. The medication in the pump was dilaudid. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information confirmed that the cause of the event was due to the dye found in the pump pocket. It was also indicated that there was a catheter occlusion. It was indicated that there was surgical intervention of the pump connector. The patient experienced the withdrawal symptoms prior to the catheter dye study. It was observed that cerebral spinal fluid (csf) was good. The patient's outcome was noted as no injury and patient now had therapeutic effect and no pump complaints.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter.